Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the pump was not working properly, the patient experienced recurring incontinence and urethral atrophy was suspected. Upon explant, no additional device issues were identified, and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.